Manufacturer narrative:
The customer reported that there is no video output going to the monitors for his central nurse's station (cns). Customer has tried a different known working monitor and replaced the cables but there's still no output being displayed. He verified the tower does have a power led lit but he's unsure if it's powering up or not since there is no video output. The unit was on patient use however no patient harm was reported. Nihon kohden technical support (nkts) advised the customer that this is could be a graphics card issue. Nkts provided the customer with the part number to order a new graphics card to resolve the complaint.

Event description:
The customer reported that there is no video output going to the monitors for his central nurse's station (cns).

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2017, (B)(6) reported there was no video output going to the monitors for the cns-9701a (mu-971ra sn:(B)(6). He tried using a different monitor and replaced the cables but there was still no output being displayed. The tower did have a power led lit but he was unsure if it was actually powered up or not. Service requested troubleshooting/assistance service performed customer was advised the graphics card may have gone bad, or the motherboard. Part number for graphics card was provided: 697817 - graphic pcb, vorax 5002, mu971ra investigation result the cns warranty began 01/26/08, which is almost 10 years prior to the reported issue. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Per nka sap history, the cns has had no previously reported issues. There was a suspected failure of the graphic board #697817. Per cns-9701a service manual rev. E, customer is advised to perform maintenance check on the unit once every six months. Customer's maintenance for this unit is not available. There is no record of nka servicing performed on this unit. Section 2 "troubleshooting" in the cns-9701a service manual suggests possible causes of display issues along with recommended action to take. This includes replacing the graphic board. Replacement of the graphic board is outlined in section 4 "disassembly and assembly". The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the device warranty period and product discontinuance, and nearing the end of support period. The cns/part was not returned, and no nka evaluation was performed. The condition of the unit and part is unknown. Customer was provided part information to replace the graphic board. There were no further reported issue with the unit. Based on the given information, suspected root cause is maintenance needed. Due to the age of the unit, this issue is not suspected to be caused by deficient design. Correction: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 12/18/2017 not 01/16/2018 as listed on MDR initial report

Event description:
The customer reported that there is no video output going to the monitors for his central nurse's station (cns).